Event description:
It was reported, that the device had an error message, wrong syringe size.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found corrosion to the main board. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the main board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.